Manufacturer narrative:
Investigation: six (6) samples were received in the columbus plant for evaluation. Three (3) of them are in the sealed packaging flow wrap. The other three (3) are with no packaging flow wrap. On all of them the barrel label confirms the lot#7208540. All of them have the barrel flange damaged therefore failure mode is verified. Root cause could not be determined. There were no qns issued during the production of this batch listed in the complaint. All inspections were accepted during the production of this batch. There were no parts damaged documented. DHR/bhr review: there was no documentation issues for barrel/ flange damage for the complaint of batch 7208540 during this production run. No rejections were documented. There were no parts damaged documented.

Event description:
It was reported before use of the bd posiflush¿ normal saline syringe the nurse found the flange damaged when unit package was opened. There was no report of injury or medical intervention.